Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic abdominal surgery, the valve broke off and fell into the abdomen.